Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon is stuck inside me- vagina [foreign body in reproductive tract] tampon string broke [device breakage] case narrative: consumer reported via email that the tampon string broke. No serious injury was reported.